Event description:
Patient underwent a second surgery 2 years post op and the implant was removed. The reason for the surgery remains unknown. Surgeon noticed the implant has not absorbed. Additional information has been requested from the customer. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but has not been completed yet. A follow up report will be submitted upon completion.